Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd vacutainer® eclipse¿ blood collection needle with pre-attached holder safety shield broke off. No user or patient impact. The following information was provided by the initial reporter: "the needle safety cover broke away from the housing - could not be safely engaged after blood collection."

Event description:
It was reported that bd vacutainer® eclipse¿ blood collection needle with pre-attached holder safety shield broke off. No user or patient impact. The following information was provided by the initial reporter: the needle safety cover broke away from the housing - could not be safely engaged after blood collection.

Manufacturer narrative:
H.6. Investigation summary material #: 368650, lot/batch #: 2061622. Bd had not received samples, but 1 photo was provided for investigation. The photo was reviewed and the indicated failure mode for defective locking mechanism was observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode defective locking mechanism. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.